Event description:
It was reported that the patient is experiencing inefficient pain therapy despite multiple program optimization. The patient was also experiencing pain and burning sensation in their implant site resulting to difficulty with charging their implantable pulse generator (ipg). The patient was placed on 60mg of celebrex which has mostly helped with the pain. No additional information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year from the date manufacturer became aware of the event.